Manufacturer narrative:
It was not possible to determine the root cause since the device was discarded - no investigation performed. We are unaware about operator injury.

Event description:
Two optical fibers had a failure that did not allow to use them properly. They were used with empower 35 laser (serial number: (B)(4)). No adverse effects to patient were reported.

Manufacturer narrative:
The problem was due to a component failure. We are unaware about operator injury. We are waiting for additional information from distributor.

Event description:
Two optical fibers had a failure that did not allow to use them properly. They were used with empower 35 laser (serial number: (B)(4)). No adverse effects to patient were reported.